Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. At approximately 4:00 am on (B)(6) 2026, the patient removed her sensor after noticing swelling/inflammation under the patch area. Upon removal, she observed redness and pus at the insertion site. Later that day, on (B)(6) 2026, at around 3:30 pm, she visited her physician. No diagnostic tests were performed, but the doctor diagnosed cellulitis and prescribed cephalexin 400 mg, to be taken four times daily for seven days. At the time of the report, the patient had not yet started the prescribed antibiotic. Multiple attempts to contact the reporter were made to verify her condition; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.